Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the primary surgery notes confirms that the patient underwent a left total knee arthroplasty. It was reported that the trial components were taken through a full range of motion and no varus or valgus instability was noted. Full extension of the knee was noted. Flexion to 115 degrees was noted and the patella tracked in the midline. Final components also gave excellent stability and full range of motion. The patient had two manipulations of the left knee under anesthesia on (B)(6) 2010 due to arthrofibrosis and synovitis. Review of the revision surgery notes confirms that the patient underwent a revision total left knee arthroplasty with the use of a 10mm thick polyethylene component. Pre-operative notes report that the patient had problems with the range of motion of her knee. It was reported in the revision surgery notes that a large amount of scar was noted around the patella which was removed. The suprapatellar pouch was completely ablated due to scar tissue. The flexion was noted to be tight at only about 80 degrees or so; 12 mm articular surface was replaced with a 10 mm one which improved the range of motion and gave good flexion. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient underwent a manipulation of the left knee under anesthesia and received an injection on (B)(6) 2010. The patient had another manipulation under anesthesia with an injection on (B)(6) 2010. Both procedures list arthrofibrosis and synovitis as factors. The patient then had an articular surface exchange on (B)(6) 2011.

Manufacturer narrative:
This report will be amended when our investigation is complete.